Event description:
Medtronic received info that body fluids within this reservoir would not pass from the defoaming area to the holding area. After the case, the perfusionist opened the reservoir to check for clots in the sock and screen, but found none. The same observation occurred while rinsing and preparing the device for return to medtronic. The activated clotting time was reportedly acceptable when the event occurred. It is not known at this time if the product was changed out or used throughout the procedure. There have been no reported adverse pt effects.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of the event cannot be determined at this time as the product has not been returned. Product return is anticipated. To date, this product has not been returned to medtronic for analysis. Return of the product, however, is expected. Without returned product, analysis is limited to review of the device history record, which shows the device met manufacturing specifications for product released to distribution. Conclusion: no reported pt complications. No definitive conclusion can be drawn at this time as the product has not been returned. When the product is received, analysis will be performed and findings will be provided to FDA at that time.